Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was to be used during a gastroscopy procedure performed on (B)(6), 2012. According to the complainant, while preparing the device for use outside the patient, the suture broke when tension was applied to the tripwire. The case was completed with another speedband superview super 7 multiple band ligator. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was to be used during a gastroscopy procedure performed on (B)(6), 2012. According to the complainant, while preparing the device for use outside the patient, the suture broke when tension was applied to the tripwire. The case was completed with another speedband superview super 7 multiple band ligator. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination found that the ligator head returned with a total of seven bands attached; six blue bands and one white band were present and appeared ¿rolled-up¿ on one another. Additionally, the teeth of the ligator head were found to be damaged (likely due to operational context). The suture, which was broken and detached from the ligator head, was connected to the tripwire. No indentations were identified in the groove of the spool. Typically, indentations in the groove are an indication that an attempt was made to cinch the trip wire. Functionally, the handle was able to be rotated and clicks with every 180 degrees of rotation. The condition of the returned device was consistent with the complaint that the suture broke. This damage likely occurred due to procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.